Manufacturer narrative:
While troubleshooting the pump for the reported hospitalization, it was discovered that the time was off by 1 hour, 10 minutes. The nurse reportedly corrected the time. There is no indication as to whether the time discrepancy was due to a pump malfunction or due to use error. There is no further information available at this time.

Event description:
The reporter stated that on (B)(6) 2011, the patient was taken to the emergency room (ER) with blood glucose (bg) of 541 mg/dl and ketones. The patient was reportedly diagnosed with an unspecified infection at the ER. The reporter noted the following sequence of events regarding the patient's reported bg excursion: the patient's bgs began elevating on (B)(6) 2011, however, no bg values were provided. The site was changed on (B)(6) 2011, and the cartridge, site, and set were changed on (B)(6) 2011 when elevated bgs continued. The patient was taken to the ER the evening of (B)(6) 2011 when bgs did not respond to a correction, and the patient reportedly remained on insulin pump therapy while at the hospital. At the time of the call to animas customer support, the patient's bg had reportedly resolved to 170 mg/dl. Troubleshooting indicated no pump malfunction. Customer support reviewed the pump with the reporter and found that the patient was not performing the fill cannula step appropriately, which could result in under-delivery of insulin. Use error accompanied with the reported infection likely caused or contributed to the reported bg excursion. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.